Manufacturer narrative:
Concomitant products: 429688 lead, implanted: (B)(6) 2012.

Event description:
It was reported that there was a telemetry problem and difficulty getting device to communicate with the programmer. The wireless tr ansmission gave noise and the wand required numerous attempts to get episode information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.